Event description:
Customer states the use by date on the comfort curve test strip vial label is 01/31/2010; manufacturer's batch record confirmed the actual use by date to be 10/31/2007. No adverse event reported. Requested return of product, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Pt revised for adverse reaction to metal in locking plate. Surgery extension due to screw breaking.